Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during rectal malignant neoplasm procedure, the staple line did not close correctly. A new circular stapler was used by the surgeon to resolve the issue.